Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a lung biopsy, the device allegedly self-activated after the bottom slide was primed. It was further reported that the procedure was performed with another device. There was no reported patient contact.

Manufacturer narrative:
The manufacturer issued a recall notification to the identified customers who received the affected products. Additionally, the manufacturer notified the FDA of the voluntary recall and gained concurrence of the customer letter prior to its distribution. On 09/25/2017, the voluntary recall was initiated. Manufacturing review: a lot history review was conducted and it was determined that a device history record (DHR) review was not required. Investigation summary: one max-core biopsy needle was returned for evaluation. During evaluation, the top slide self-activated during the drop test. An x-ray showed that the cannula tangs were not fully engaging with the device housing when the top slide was in the primed position. Upon disassembly, it was noted that the left bumper was overlapped by the spring and the right bumper was bent by the spring. Based on the finding that the top slide self-activated, the investigation is confirmed for the reported self-activation. The identified bumper issues likely contributed to the incomplete cannula tang engagement and the reported event. However, the definitive root cause could not be determined based upon available information.

Event description:
It was reported that during preparation for a lung biopsy, the device allegedly self-activated after the bottom slide was primed. It was further reported that the procedure was performed with another device. There was no reported patient contact.

Event description:
It was reported that during preparation for a lung biopsy, the device allegedly self-activated after the bottom slide was primed. It was further reported that the procedure was performed with another device. There was no reported patient contact.

Manufacturer narrative:
The manufacturer issued a recall notification to the identified customers who received the affected products. Additionally, the manufacturer notified the FDA of the voluntary recall and gained concurrence of the customer letter prior to its distribution. On 09/25/2017, the voluntary recall was initiated. No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.